Manufacturer narrative:
Hamilton medical ag case number: (B)(4).

Event description:
It was reported to hamilton medical ag: on (B)(6) 2023, when using this ventilator, the flow sensor gave an alarm and the machine reported a flow sensor failure. No patient harm was reported.